Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a display issue with the adc device and therefore was unable to view readings. The customer became hypoglycemic with symptoms of sweating, fatigue, and had contact with a healthcare professional who administered IV glucose and juice for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reader (B)(6) was returned and visually inspected. No issues were observed. The reader did not power on with button, test strips or usb (universal serial bus) cable insertion. Performed built-in reader test. All tests passed. Display issue was not observed. Therefore, the issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a display issue with the adc device and therefore was unable to view readings. The customer became hypoglycemic with symptoms of sweating, fatigue, and had contact with a healthcare professional who administered IV glucose and juice for treatment. There was no report of death or permanent injury associated with this event.